Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen (500 mcg/ml at 130.24 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen on initial interrogation of the pump. The patient did not recently have an MRI and had not been around anything magnetic; there was no emi. The event logs indicated that the pump motor stall on (B)(6) 2015 at 19:54 and no motor stall recovery was noted. The patient reported hearing the audible alarm (B)(6) 2015 and came into the office on (B)(6) 2015. The physician was going to coordinate a pump replacement. No patient symptoms were reported. Additional information was received on (B)(6) 2015 and it was reported that the patient had a pre-op appointment scheduled for (B)(6) 2015 and the pump replacement was scheduled for (B)(6) 2015.